Event description:
It was reported that the devices were not powering up. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue where the pump modules weren¿t powering on was confirmed on only one of the returned devices during the testing process. During laboratory testing one returned device was found to have a faulty iui board. The iui board was replaced with a known good dchu laboratory testing part, then an attempt was made to power on the device, which was successful. Alaris system maintenance test results indicated that 8 out 9 pump modules were performing as designed and passed all accuracy measurements, with no issues observed. After replacement of the iui board all returned, devices were found to pass testing. Review of the pump module logs for the returned devices confirmed incidental items not relevant to the reported power on reports. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Please replace iui board. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable cause of the reported issue that the pump modules weren¿t powering on was not found on eight returned devices. A faulty iui board was found on only one returned device.